Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." This record is for the left side. The device remains implanted.

Event description:
Healthcare professional later reported "patient's implant was not ruptured." There is currently no complaint against this device.

Manufacturer narrative:
Healthcare professional later reported "patient's implant was not ruptured." There is currently no complaint against this device. Additional, changed, and/or corrected data: b2, b5, h6.